Event description:
The event is reported as: complaint alleges: "complaint alleges that the devices failed the leak test." No pt involvement and/or injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.